Event description:
One of our quality engineers is reporting that during a shoulder repair, they and the surgeon noted that there were metal shavings emanating from the shaver. It is not known if all of the debris was removed from the body. The procedure was completed successfully without further incident or harm to the pt. (Our rep in a conversation goes on to report that they observed this phenomenon in 2 more same type procedures with unspecified fms cutters, same day with the same surgeon at the same facility. See mdrs 1221934-2008-00474 and 1211934-2008-00475).

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode, when all that can be had is had and evaluated, those results will be the subject of a follow-up report.